Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that two days after implant the right atrial (ra) lead perforated the patient. The physician believed the helix mechanism caused the helix to pop out after only 2-3 turns. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.